Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device changeout procedure, this left ventricular (lv) lead was also surgically abandoned, due to observed lead insulation damage, which resulted in high pacing thresholds. No additional adverse patient effects were reported.